Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was seen at a different hospital after receiving inappropriate therapy. On (B)(6), the patient was seen at (B)(6) where fluoroscopy revealed externalized conductors. The lead was explanted.